Manufacturer narrative:
Device was not returned to the manufacturer for evaluation. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications. Unable to determine the cause of the event.

Event description:
It was reported that distal unthreaded tip of the tap broke in the bone during the procedure. The broken piece was not retrieved and left inside the pt.